Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where the ipg pocket was revised and repositioned because the ipg had migrated. In addition the ipg was removed and replaced.

Event description:
Follow up information identified the issues have been resolved. The patient is receiving effective stimulation